Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative inspected the imaging system onsite and confirmed the issue. The power conversion board was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while outside of a procedure, the imaging system was displaying an intermittent initializing collimator error. There was no patient present when this issue was observed.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The power conversion enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: UDI and manufacture date provided in appropriate field.